Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated the patient was in the emergency room (ER) and they patient was unconscious and intubated. The hcp stated they can not figure out what was wrong with the patient so they wanted to turn off the therapy to see if patient status changes. The hcp was redirected to the national answering services (nas).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.